Event description:
I have had several calls into dexcom that their sensors that are marketed to last 10 are only last on average 7-8 days. I have had several sensors replaced over the years. In addition, the device that launches the sensor onto the body to release the sensor did not release when the device was pushed, and had to pull until the unit from my body that caused it to bleed and area around was all black and blue. I have photos for proof of this happening. Apply new sensors every 10 days; applied to the skin. Reason for use: diabetic and helps in keeping track of blood sugar read outs. I have been using the dexcom g6 for the last few years replacing sensors every 10 days.